Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during prior to use testing, the physician verified an incomplete deflation of the endobronchial tube cuff. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. Visual inspection was performed, and it was observed that the shape of the tube has been altered by using the stylet, and the cuff was stretched over the tracheal notches. Functional tests were performed, and upon removing the stylet, both cuffs were inflated and deflated without issues. All manufacturing controls were found acceptable and effective to detect the reported failure mode.